Event description:
It was reported, during surgery it was noted that the surgeon appeared to have problems with the target device. The proximal drilling went astray. The surgeon used freehand-locking to complete the surgery.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.